Event description:
During a study case, when inserting the noga-star mapping catheter, the patient noticed resistance and the catheter could not be advanced. Intraprocedure aortogram revealed no flap or false lumen. Post procedure, being unable to explain the resistance an MRI was performed. It revealed a type iii aortic dissection with no involvement of major aortic side branches. No intervention was required. Patient was observed for 3 days and discharged.